Event description:
Company representative reported on behalf of a healthcare professional capsular contracture, baker grade unknown affected side not specified. The device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade unknown.